Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during a normal follow up it was noticed this implantable cardioverter defibrillator (ICD) power consumption has been increasing during the past year. An analysis of premature battery depletion (pbd) was asked to technical services in which was confirmed the pacemaker malfunction. This device was then successfully replaced. As surgical intervention was necessary to resolve the issue. This is considered a serious injury. No additional patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a normal follow up it was noticed this implantable cardioverter defibrillator (ICD) power consumption has been increasing during the past year. An analysis of premature battery depletion (pbd) was asked to technical services in which was confirmed the pacemaker malfunction. This device was then successfully replaced. No additional patient effect were reported